Manufacturer narrative:
(B)(4). Batch # r5a098. Per photographic evaluation: upon visual inspection of a photo, the following was observed. The picture shows tissue with several unformed staples present. It is possible that the condition noted on the staples was due to the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Based on the formed noted on the staples, the event describe is confirmed.

Event description:
It was reported that during the unknown surgery, after fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.